Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had issues with previous ins. It was reported that the previous ins was replaced because it was not charging. It was reported that the previous ins was difficult to charge. No patient complications have been reported because of this event.